Event description:
It was reported that a titanium sternal fixation system set with new never before used drill bits, had drill bits with rust. The drill bits were rusted at the etching location. This is report 3 of 11 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records for manufacturing revealed no complaint related issues. Manufacturing evaluation revealed the device was received and rust was confirmed on drill bit near etching locations. Precision edge surgical manufactured the 1.5mm drill with stop ti sternal system. The drill bit passed all synthes incoming inspection at the time of manufacturing. The complaint product's material and hardness were confirmed to be within specifications. Based on the specifications at the time of the original manufacturing, the unknown root cause, and the evaluation conducted by synthes, this complaint is deemed indeterminate from a manufacturing position.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)